Event description:
Caller reported that t:slim x2 pump battery was not charging consistently. There was no adverse impact to the customer's blood glucose level. Customer support instructed caller to plug wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up planned. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.